Manufacturer narrative:
The device was returned to olympus for evaluation and additional findings from the evaluation found the air/water cylinder and suction cylinder had no color. The plug unit and plastic distal end cover were scratched. Due to a pinhole on the bending section cover the water tightness was lost. Due to a chip on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Adhesive around the objective lens had a chip. The light guide lens had a crack. The connecting tube and universal cord had a wrinkle. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle with air and water and a neogiozym multienzymatic detergent solution during manual cleaning with no delays and no abnormalities were observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects within the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d5 and e1 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, it is likely that due to a pinhole on bending section cover, water tightness is lost, and reprocessing was not conducted properly due to leakage from the pinhole on bending section cover. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.